Event description:
A distributor reported that a malfunction alarm, specifically a 20a alarm, was triggered during insulin administration a day after installing the reservoir. There was no information provided about the impact on the customer's blood glucose level. The incident occurred with two reservoirs, but no further information or corrective actions were noted.